Event description:
The complainant reported that the clinicians performed a therapeutic placement of a vaxcel PICC in a female patient (age unknown) in 2006. Seven days later, a chest x-ray was taken, which indicated that the PICC line had become severed and had migrated into the patient's chest. The patient was then taken to surgery where the migrated portion of the catheter was successfully easily removed with the aid of a snare. Another device was successfully implanted in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer; but the evaluation has not yet been completed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use online appropriate placement, access and maintenance procedure.